Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sharps coll 8qt nest open top needl port lid was cracked. This was noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reports that the lid was cracked."

Event description:
It was reported that the sharps coll 8qt nest open top needle port lid was cracked. This was noticed before use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reports that the lid was cracked."

Manufacturer narrative:
H.6. Investigation: no samples or photos were received. DHR review process can¿t be performed because the lot number wasn¿t provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken/damaged for the same part number throughout the last twelve months. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process because there is no enough information like a picture of the original packaging to perform an exhaustive investigation.